Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with two percutaneous leads from the same lot. It was reported the patient experienced difficulty increasing the amplitude for stimulation and maintaining therapy once initiated. A diagnostic test found invalid impedance measurements for one of the leads. Reprogramming utilizing the functioning contacts was previously successful in providing adequate stimulation; however, surgical intervention was subsequently undertaken to explant and replace the affected lead. Effective therapy was recaptured for the patient following the procedure.